Event description:
It was customer reported that the customer inserted the sensor but did not get a signal. The customer removed the sensor and no electrode was found. Blood glucose value was 6.4 mmol/l. It was advised the sensor would be replaced and return for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found both sensors with a bent cannula inside the sensor base. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used. The sensor was also missing both needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.